Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Although testing of the device was performed in the field, the device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during an unknown procedure, their visera elite ii video system center had a fading image. The problem reportedly occurred intermittently, and the customer swapped the monitor to attempt to troubleshoot. An olympus field service engineer went onsite to troubleshoot, and discovered that the device was installed on the same video path as a diathermy, and there was a suspicion of interference with the processor during operation. However, the condition and operation of the equipment was checked and determined to be operational. There were no reports of patient or user harm associated with this event.